Event description:
The hosp reported that during an endoscopic vein harvesting procedure, at the end of the procedure, the short port btt ruptured. No pieces fell into the pt as the ruptured part separated as the btt was being removed from the pt. The hosp did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).